Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted no defect was observed. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported the event of one syringe of juvéderm® ultra xc had ¿the needle popped off.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.